Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility's biomedical engineer reported that the automated impella controller (aic) had a battery failure (red alarm). The aic was replaced. No patient was involved.

Manufacturer narrative:
The investigation into the aic - battery failure (red alarm) has been completed since the initial report was submitted. The console was returned, tested, and visually inspected. Battery failure alarm issue was able to be reproduced. Issue was determined to be caused by internal battery cell imbalance.